Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during testing, the battery compartment was found to be cracked. The display was dim and discolored. Additionally, the cartridge compartment was damaged near the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, a display issue, and damage to the cartridge compartment. This report is made based on results of investigation completed on (B)(6) 2015.